Manufacturer narrative:
The adaptic¿ non-adhering dressing identifier was not provided, and the product was not returned. Based on the information provided, it cannot be determined that the osteomyelitis, green, slough, black bone with debridement were related to adaptic¿ non-adhering dressing. The patient had vascular and diabetic co-morbidities with bone exposure, and compromised patients with certain medical conditions may be at a higher risk for potential adverse effects related to wound treatment.

Event description:
On (B)(6) 2020, the following information was reported to kci by the nurse: the vascular patient with a diabetic foot wound with exposed bone had been on v.a.c.® therapy for a few months and has been periodically using v.a.c.® granufoam silver¿ dressings. The patient's wound has been improving and granulating but presently the nurse alleged observing "green, sloughy and bone black." The nurse has been applying adaptic¿ non-adhering dressing (systagenix wound management) over the v.a.c.® dressing prior to v.a.c.® granufoam silver¿ dressings. On (B)(6) 2020, the following information was reported to kci by the nurse: "had debridement. Small amount of om [osteomyelitis] but not bad considering." The adaptic¿ non-adhering dressing identifier was not provided and the product was not returned, therefore a device evaluation and device history review could not be performed.